Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The delivery pusher, dispenser hoop, and introducer sheath were returned for analysis. The implant and microcatheter were not returned. The pusher heater coil did not display any burn damage. The hypotube of the pusher was bent. The attachment monofilament within the pusher was dissected and the tip was found stretched. Based on the investigation, the complaint is confirmed because the device was found without the implant attached. The implant most likely detached due to experiencing a pulling force over specification, as indicated by the physical appearance of the attachment monofilament tip. Without the implant a full evaluation cannot be performed. The root cause of the device becoming stuck could not be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during the procedure, the implant coil detached from the delivery pusher within the catheter. The coil and pusher were removed entirely, and without intervention. There was no reported intervention or patient injury.